Manufacturer narrative:
Please note that only the year of the explant date (2008) is known at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that they experienced an infection that prompted the removal of their implantable neurostimulator (ins) in 2008. It was noted that after the infection cleared, a replacement ins was implanted on (B)(6) 2009. No additional information was available; no further complications were reported or anticipated. It was noted the patient¿s indication for device use was non-malignant pain.